Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: manufacturer's analysis confirmed the customer comment that the radiofrequency head was not able to interrogate. It was also indicated that the head failed uplink tests and had a cracked lens on the upper case. The cable and upper case were replaced and the head passed functional and bench tests. (B)(4).

Event description:
It was reported that the radiofrequency programmer head had intermittent connectivity which improved or deteriorated with manipulation of the cable near the header. The programmer head was returned for service. The radiofrequency (rf) head tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.